Manufacturer narrative:
Zimmer biomet complaint - (B)(4). Report source: (B)(6). Part and lot number were not provided. Complaint sample was not returned. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Kanakaris, n. K., et al. (2015). Preliminary results of the treatment of proximal femoral fractures with the affixus nail. Http://dx.doi.org/10.1016/j.injury.2015.08.007.

Event description:
Information was received based on review of a journal article entitled, "preliminary results of the treatment of proximal femoral fractures with the affixus nail."it was identified in article that two (2) cases underwent a secondary surgery with exchange of prominent lag screws on an unknown date. There has been no further information provided and the patient outcome is unknown. No further adverse event has been reported in association with this malfunction